Event description:
Tip of ultracision harmonic scalpel (a disposable laproscopic instrument) broke off inside the pt (under no apparent misuse of instrument). The surgeon was able to retrieve the broken piece.